Manufacturer narrative:
Product investigation completed. Returned product consisted of watchman access system with part of the sheath and hub/valve missing (not returned). The customer supplied a photo of the reported wire protruding from the tip. Analysis of the supplied photo, tip, and sheath included microscopic and visual inspection. Inspection revealed tip damage (delamination of the inner liner/stretched/misshapen), and kinks in the sheath located 8cm and 19cm from the tip of the device. The photo showed a filament protruding out from the inside of the tip, and was consistent with delamination of the ptfe liner, and is consistent with the observed delamination on the returned device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that device damage occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. While the wds was placed into the was, a kink to the sheath was noted. The physician was able to manage the sheath in such a way to obtain minimal resistance and proceed with deployment. After the device was successfully deployed, a 1cm strand of what appeared to be a potential thrombus or fibrous tissue was noted on the tip of the was. At this time, the physician aspirated the sheath in attempt to resolve the object, but no change occurred via transesophageal echocardiogram (tee). The device was released and implanted. The sheath was then pulled out of the patient at which point the physician noted a thin wire protruding from the tip of the sheath. The physician attempted to remove the wire, but was not able to separate it from the sheath. No further damage was noted to the sheath. No patient complications occurred.

Event description:
It was reported that device damage occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. While the wds was placed into the was, a kink to the sheath was noted. The physician was able to manage the sheath in such a way to obtain minimal resistance and proceed with deployment. After the device was successfully deployed, a 1cm strand of what appeared to be a potential thrombus or fibrous tissue was noted on the tip of the was. At this time, the physician aspirated the sheath in attempt to resolve the object, but no change occurred via transesophageal echocardiogram (tee). The device was released and implanted. The sheath was then pulled out of the patient at which point the physician noted a thin wire protruding from the tip of the sheath. The physician attempted to remove the wire, but was not able to separate it from the sheath. No further damage was noted to the sheath. No patient complications occurred.